Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of less than 20 ohms. The patient experienced a ventricular arrhythmia and a shock was delivered which did not convert the rhythm. The patient came out of the rhythm on their own. A revision procedure was performed in which the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.